Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent revision implantation with mentor smooth saline implants in 2016 reported "bia scc". The patient reported that she had a bilateral mastectomy (B)(6) 2019 and that she will begin chemo. No additional details provided. No product issue, such as deflation, was reported.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that on (B)(6) 2019, the patient reported to mentor a total of four implantations (1995, 1997, 2000 and 2016), but did not specify any adverse events attributed to any of them in particular. As of today, there is no information to suggest that there are multiple complaint files necessary. In addition, other serious in section outcomes attributed to adverse event was inadvertently checked in the initial reports, manufacturing reference numbers (B)(4). That were submitted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).